Event description:
The aid was trying to get the consumer out of the wheelchair using the pt lift when the lift allegedly broke, causing the lift and caregiver to fall onto the husband. Serious injury is alleged, but not known at this time.

Manufacturer narrative:
Manufacturer spoke with user's wife on 2/14/08. Manufacturer was advised that user was recently in the hospital as result of this incident. No medical confirmation has been received by manufacturer. Manufacturer received a video from a firm that went to users home. The video was reviewed by engineering and no mechanical defects were observed. It did appear maintenance was needed on the wheels and pump of the lift. As a conservative measure, MDR filed base on injury claim.